Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the front panel membrane was replaced and the device membrane will not be returned to zoll.

Event description:
Complainant alleged that during biomed testing, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll med.corp. Has not received the device for evaluation and this complaint is still under investigation.